Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that during a sugery the image merge process of the pre-operative CT and MRI failed to generate an accurate merge. The images were visibly rotated with respect to each other and the surgeon had to manually readjust.

Manufacturer narrative:
Event summary, device history record review and complaint history review did not identify contributing factors. This complaint is the first one received for this device. The technical investigation confirmed that once the fusion is performed a window is displayed that allows the user verification of the fusion quality and performing a final fine adjustment. This adjustment step exists as it is considered that the merger is not successful in 100% of the cases. The surgeon carried out a fusion adjustment to obtain a result which seemed, to him, correct to be able to pursue the surgery. The software worked as expected.

Event description:
It was reported that during a surgery the image merge process of the pre-operative CT and MRI failed to generate an accurate merge. The images were visibly rotated with respect to each other and the surgeon had to manually readjust.